Manufacturer narrative:
A philips remote clinical support engineer reviewed the clinical audit logs with the nurse manager and tele tech. The logs showed the system performed as expected, with the alarm sound played and acknowledged. The system was returned to use and confirmed to be working as intended. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the patient had a heart rate vtach red alarm but the monitor did not generate a visual or audible alarm. The device was in use on a patient at time of event, there was no adverse event reported.